Event description:
It was reportd that during a rotational atherectomy procedure, after successful ablation, the tip of the wire fractured during dynaglide. The entire system was removed and the tip was retrieved with a snare. Patient status is listed as "okay".